Manufacturer narrative:
(B)(4). Evaluation statement: the reported event of various medications/fluids taking longer to infuse than expected could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer provided a vague report of multiple infusions of various medications/fluids taking longer to infuse than expected. No specific patient events were reported, but it was stated that the majority included paclitaxel (taxol) infusing over 3 hours, and prepared in a 500 ml b. Braun dehp-free IV bag with overfill ranges between 45-65 ml, in addition to IV bag manufacturer overfill, and leucovorin prepared in 250 ml baxter IV bag with overfill resulting in a total volume of up to 318 ml. A site visit confirmed that the issue is related to pharmacy and nurse practice issues with excessive bag overfill not being accounted for when programming rates, and durations of infusions. The customer is aware of their need to improve their own internal processes. There is no allegation of device infusion inaccuracy. There was no report of clinical effect, patient harm, or medical intervention.